Event description:
Report rec'd of an infiltration while the device was in use. Intraoperatively the pt was positioned on the abdomen. An IV solution was infusing into left and right foot vessels. The solution infusing into the left foot was lactated ringers. The amount of solution that had infused was unknown. When the surgical drapes were removed at the completion of the surgery, it was discovered that the IV in the left foot had infiltrated. It was reported by the customer that the left foot ankle, and leg to above the knee were "navy blue" in color. The IV was removed from the left foot. The left foot and leg were elevated, palpated for pulses, which were present and lasix 2mg was given IV push. The customer stated that the leg and foot then began to "pink up". A vascular surgeon was called to evaluate the circulatory status and it was determined that there was no damage to the vascular/arterial vessels. A plastic surgeon was called in and a modified fasciotomy was performed on the left foot and leg to release the pressure. Three days later, the pt had surgery to begin the closure of the left leg wound. On 6/13/01, the wound on the left foot and lower leg were closed. The infant is currently at home and is healing. The customer reported that it was assumed that if the IV solution was infiltrating the pump would have alarmed.